Manufacturer narrative:
Age at time of event updated, describe event or problem corrected upn from h802228240022 to h802228240020, corrected brand name from rotawire and wireclip torquer to rotablator rotational atherectomy system. (B)(4).

Event description:
Medwatch report number# (B)(4). It was further reported attempts to snare the fractured wire were unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a rotawire tip detached and remained inside the patient's body. The target lesion was located in the distal left anterior descending artery (lad). A 330cm rotawire¿ was selected for use. After first ablation was done, second ablation was attempted with another burr. The second burr was picked up and it was noted that the tip of the wire was fractured off and had floated down stream in the lad. Then, an unspecified stent was placed to pin the wire against the vessel wall on the intended lesion. The procedure was completed with different device. No further patient complications reported and patient's condition was fine.